Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.2, laboratory inr: 2.7. The time between testing was within three hours. Reportedly, the meter may have been held in the hand. Therapeutic range 2.2-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: per report, meter may have been held in hand. Per product user guide - precautions and warnings, "do not move the meter during a test." Be advised to place meter on stable surface and is free of vibrations. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.2, reference: 2.7, mean: 1.95, confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot 300668 on (B)(4) 2013. Results as follows: donor: 212, inratio: 2.0, 2.1, 2.0, reference: 1.84, bias threshold: 1.34 - 2.34, %cv. Donor: 107, inratio: 1.5, 1.6, 1.4, reference: 1.66, bias threshold: 1.66, bias threshold: 1.16 - 2.16, %cv: 6.67. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. The retain strip testing results met both accuracy and precision criteria. The product performed as expected. As review on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot number 300668, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for correction action (B)(4)); no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action required at this time, as o product deficiency was established.